Event description:
It was reported that a right ventricular (rv) impedance alarm triggered for high pacing impedance. It was noted that the impedance had been steadily increasing over time. It was also reported that the rv capture threshold was chronically elevated. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076, implantable pacing lead, (B)(6) 2005. (B)(4).